Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were still not comfortable sitting or laying and it was hard for them to be in a car because of the device itself being hard, which was causing pain constantly on their back. Patient stated it feels like it was trying to come back out of their skin where the incision was made to connect the wires. Patient also stated they have had a bunch of harsh stomach cramping since the implant was placed. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient requested to be removed from the program as they will get the device removed tomorrow.